Event description:
Medtronic rep reported that the screw for the external navigus base stripped as they were trying to remove it after the procedure. They were able to pry the base off with no negative impact to the pt. After removing the base, the surgeon was able to proceed and close.

Manufacturer narrative:
Medtronic inc rep was present during case and confirmed the stripped screw and that the case finished successfully after removal of the screw. While there was no pt harm alleged, this case is being reported because of the potential of a stripped screw not being removed easily, which could result in additional medical intervention.